Event description:
It was reported that a user experienced hyperglycemia after announcing a routine breakfast, later discovering the ilet¿s date setting was one day ahead; the user¿s spouse verified tubing prime with visible drops, observed no leaks at the infusion site or ilet chamber, and corrected the device date, after which blood glucose decreased from 400 mg/dl to in range. Symptoms included nausea and fatigue without ketosis. Outcomes included transient high glucose with device alerts and subsequent recovery without medical intervention. Investigation included remote troubleshooting, review of device history for meal announcement timing, and user confirmation of infusion set integrity and dexcom g7 use. Investigation of this case revealed a missed or misattributed meal announcement due to incorrect device date settings, with no evidence of infusion set failure or pump hardware malfunction. It was concluded, based on previously established findings for similar reports, that user interface or use-related error related to incorrect date configuration led to the hyperglycemia.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.